Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was impacted (359 mg/dl). Reportedly, the customer would administer manual injections and declined further follow up from tandem technical support. The customer had manual injections of short and long acting insulin for alternate insulin therapy.